Event description:
It was reported that (1) al326 was used during a lap chole procedure. It was reported by the rep that upon firing the al326 the instrument handle would not open back up to its initial position. The clip itself would not engage on the tissue. Opened another device to complete the case. There was no consequence to pt.